Event description:
Legal papers states that the plaintiff underwent left knee in 1999; they later had revison surgery in 2004 which the operative report states "thep pt was found to have wear on the poly of the patells, and also that there were free beads that had embedded themselves in the tibia. There was evidence of some metalosis type changes in the synovium with a boggy thickened synovium. "It was also described that the poly had backside wear.